Event description:
Medtronic received information that two years and seven days following the implant of this transcatheter bioprosthetic pulmonary valve, the implanting or the follow-up physician reported the gradient across the valve measured 60mmhg via echocardiogram. Stenosis was reported. The computed tomography scan findings noted leaflet thickening most prominent in valve-housing which appears more hyperattenuated leaflet thickening-like than neointimal proliferation. No valve frame geometry change was observed. It was noted the current treatment was to place the patient on an anticoagulant and an intervention may likely be performed later with a cardiac catheterization procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6: method, result and conclusion codes: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image review was performed, the following is the conclusion of the assessment: the information provided appears to be from the initial implant. This demonstrates a good functioning valve in the pulmonary position with no appreciated pulmonary insufficiency or paravalvular leak (pvl). There is nothing available supporting the mobile product experience report (mpxr) event description 2 years post implant. There apparently was a computed tomography (CT) scan and report done however not available. Stenosis and leaflet thickening can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. With the limited information available, a conclusive root cause could not be determined. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricly dysfunction, etc). Based on the limited information made available, a conclusive root cause could not be determined. With the information available the root cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.